Event description:
It was reported that signal noise was present on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). The noise, resembling myopotentials, was sensed and led to stored episodes of non-sustained ventricular events. The patient was scheduled for another follow-up appointment in (B)(6) 2023. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that the rv noise persisted and appeared to be myopotentials/diaphragm induced given the oscillating nature of the signals. Technical services recommended continuing routine follow-up. No adverse patient effects were reported.